Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to pair with their merlin mobile application. Upon further review, it was suspected that the patient's ICD exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences.